Event description:
Patient reported that the device generated a result of 344 mg/dl, without having first applied blood or control solution to the test strip. No patient injury was reported. Quality control testing had been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.